Event description:
A 3rd party acting on the manufacturer¿s behalf reviewed an internet forum, and it was reported by an anonymous individual that they had a battery change and developed an infection. It was noted that the patient had to have their entire device explanted. No further relevant information has been received to date.